Event description:
The pt had a suspected leak in the adjustable gastric lap-band system. Under anesthesia, the bariatric surgeon removed the lap-band from the pt and replaced it with another lap-band per the patient's request. The surgeon did confirm that there was a leak in the tubing which connects to the port. The original lap-band was retained and sequestered for risk mgmt. The pt tolerated the procedure well and was sent to pacu for recovery. Upon visual inspection, there was an obvious hole noted in the tubing attaching the port to the band.